Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician placed a taxus express2 drug eluting stent, unknown size, to an unknown vessel and upon withdrawal experienced resistance. Additional info regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.